Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure, the device presented an electrical short. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed and no damage was observed. Functional testing has observed that the oscillate switch is stuck in the ¿on¿ position which disabled mdu functions. The switch mechanism was observed to be contaminated with an unknown substance that is red or rusty in color. The button spring has corroded and collapsed causing malfunction. A root cause has been associated with corrosion. Factors which can contribute to button assembly corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.